Manufacturer narrative:
The customer's complaint that the set separated and leaked was confirmed per a picture received from the customer. The customer¿s photo was evaluated and the reported event of set separated was observed to be from the pvc tubing to the top cap inlet port of the drip chamber blood filter. The root cause of this failure was not identified.

Event description:
The customer reported tubing broke above the drip chamber during an infusion. The infusion leaked, and it was reported that the infusion wasn't a drug that could be infused again. The tubing contained a mixture of blood and chemotherapy, which splashed the nurse. A photo provided by the customer shows one of the two tubes not attached to the top of the drip chamber. There is no report of harm to patient or caregiver.